Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implantation of the endurant ii stent grafts, a graft infolding was identified during a follow-up CT scan, which resulted in a type 1a leak. The patient was initially treated for a 65mm aneurysm. A severe thrombus in the proximal neck was noted, which contributed to the event, and post-implantation ballooning was not performed due to the presence of the thrombus. Future treatment is planned, specifically ballooning of the proximal neck, to address the issue. The event has not yet been resolved, and the device remains implanted.

Manufacturer narrative:
Film evaluation summary: the reported stent graft infolding and type ia endoleak were confirmed on the films provided. It is likely that the presence of considerable thrombus within the infrarenal aortic neck and the lack of post-implant ballooning in the area may have contributed to the reported infolding and the proximal endoleak. Instructions for use for the endurant ii/iis stent graft advise that "the aortic sections of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter." This measurement should take into account thrombus and calcification present within the vessel, which can decrease the inner vessel diameter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.